Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bipolar would not work and they were not getting the coagulation from the bisector. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed no nonconformities. Resistance measurements were within specifications. The device was connected to a reference power source and a saline-soaked gauze pad was placed between the two bisector elements. With the application of power, steam could be seen coming from the bisector. This pre-cautery test was conducted several times while extending and retracting the bisector shaft. Additionally, the shaft was rotated during testing. The result still showed that steam was seen coming from the top and bottom electrodes. The reported failure could not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).